Event description:
Right tka. (B)(6), 2017, shv unknown batch code left tka. (B)(6), 2017, shv 719aa857cy revision left tka. (B)(6), 2018 the operative notes show that the tibial component was found the be grossly loose revision right tka. (B)(6), 2020 the operative notes show that the tibial component was loose and removed with minimal bone loss.